Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml infumorph at 2.998 mg/day via an implantable pump for non-malignant and chronic low back pain. On (B)(6) 2016, it was reported that a volume discrepancy occurred. At the pump refill on (B)(6) 2016, the expected volume was 2.3 mls, but the aspirated volume from the pump reservoir was 25 mls. The patient did not recall any previous reservoir volume discrepancies. The event logs were not accessed or reviewed. The rep reported that the patient had major back surgeries as well. The patient was reported as being asymptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.